Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported issue of system error 322 was not reproduced during evaluation and a review of the event history log found no evidence of system error 322 messages. The issue was confirmed through causality as the link screws were found out of adjustment. The link switches were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, the device alarmed system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.